Event description:
Analysis was completed on the generator. Upon receipt the generator was interrogated and it was found that the generator battery had reached end of service and the pulsedisabled byte would not reset. The battery voltage was measured to be 1.844v, confirming the end of service condition. The generator case was opened and the printed circuit board assembly was evaluated where contaminates were found on the trimmed edge printed circuit board assembly. The generator did not pass testing during analysis and the results suggested that the contaminates on the pcba edge allowed for electrical pathways that contributed to the power supply consumption.

Event description:
It was reported that the patient underwent generator replacement surgery. The generator was later received by the manufacturer and is currently undergoing product analysis.

Event description:
It was reported that the patient was scheduled for a surgical consult to replace the vns generator. Due to the time span for which the generator was implanted, the physician suspected the battery depletion was premature. A manufacturing review revealed the generator passed all electrical and functional tests prior to release for distribution. Programming data was reviewed which showed the device did deplete rapidly after enablement. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.